Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was a problem with the r1 fluidics. The fse corrected the malfunction.

Event description:
A falsely depressed troponin I result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated and a positive result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result